Event description:
The customer contact reported an adverse event while the device was in use following an alarm condition. On an unspecified date, the device was programmed to deliver cloxacillin at a rate of 127ml/hr, volume to be infused of 500ml, and kvo rate of 1ml/hr. No further programming parameters were provided. In 2008, the device sounded an audible alarm tone. At this time, the patient's mother noted that the PICC catheter was clotted. The catheter was replaced and the therapy was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.